Event description:
It was reported the patient experienced ¿constant tight aching pulling pain to the lower right back.¿ it was stated this was lumbosacral radiculopathy and medical interventions included solu medrol, hydrocodone/acetaminophen, prednisone and the outcome was stated to be ongoing.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v662598, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).